Manufacturer narrative:
(B)(4).

Event description:
On 2016-01-24, information was received from a consumer regarding a (B)(6), female patient who was receiving an unknown drug via an implantable pump for non-malignant pain and chronic low back pain. About a month after the pump was implanted, the patient experienced an overdose and the device was removed. The patient spent a week in the hospital. When the patient's sister came to the hospital, the patient "was clinically dead.". The patient reported "not willing to put my life at risk over the malfunction or nurse computer error" to use the device again. Additional information has been requested regarding the event date, the drug information, clarification if a pump malfunction or programmer error occurred, the cause of the event and the event's outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.